Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve surgery, the loads were caught in the moment of clipping with the powered stapler. It was reported that the jaws locked on the tissue. The manual key was used to open the jaws and remove the stapler. The surgery was finalized after replacing the stapler. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit was fully fired. Microscopic evaluation noted that the loading unit had damage to the cutting edge of the knife blade. Functionally the loading unit was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of knife damage that has no relationship to the reported condition. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.